Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The f-38 alarm was identified during functional testing. The cause of the condition was determined to be damaged force sensing resistors. The reported issue was verified. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm (malfunction in tube misloading detection circuitry). The alarm occurred when the device was turned on. There was no patient involvement. No additional information is available.